Manufacturer narrative:
The reported events of insulation abrasion and noise were not confirmed. As received, a complete lead was returned in one piece. Unable to perform electrical tests on outer coil due to electrocautery melting/separating all outer coil filars at the proximal region of the lead which is consistent with procedural damage. Visual inspection of the lead did not find any abrasions while electrocautery damage was noted at the proximal region of the lead. X-ray examination of the lead did not find any indication of conductor fractures.

Manufacturer narrative:
D6b:explant date is estimated to have occurred in march 2024.

Event description:
It was reported, noise was observed on the right ventricular (rv) lead. During the rv lead revision procedure, a lead abrasion was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information received indicates the noise resulted in oversensing.